Manufacturer narrative:
The device was returned due to noise as well as saline in the electrical cable of the catheter and in the electrical port of the tactisys. Multiple short circuits were detected, consistent with the reported noise. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. In addition, fluid and dried saline were noted within the connector plug, consistent with the short circuits detected. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the dried saline noted within connector plug and the reported leak.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, noise was observed on precision and the non-abbott recording system. All connections were verified, the power cable was changed, and the tactisys was replaced with no resolution. Upon inspection of the tactisys, saline was observed in the electrical port and within the electrical cable of the tacticath. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.